Manufacturer narrative:
G3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information is not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification, the patient underwent a total knee arthroplasty in 2010. In 2016, patient had to undergo a revision surgery, approximately 6 years post initial procedure. No device return anticipated due to this being a legal case.